Event description:
It was reported to boston scientific corporation through a retrospective review study, that a partially covered ultraflex esophageal stent was used during a stent placement procedure for post bariatric surgery leak, performed on (B) (6) 2006. According to the complainant, the patient presented with moderate stent occlusion due to hyperplasia, which was treated with pneumatic dilation. A polyflex stent was placed inside the ultraflex stent per plan in the treatment algorithm. Per planned treatment protocol, both stents were removed on (B) (6) 2006 without complications. The post bariatric surgery leak was healed. The patient was reported to be in fair condition at the conclusion of these procedures.

Manufacturer narrative:
(B) (6). (B) (6). Upn unknown; however device reported as partially covered esophageal stent: length 15cm, flare diameters 23/28mm. (B) (4) (medical intervention required). (B) (4). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.